Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins). It was reported that the patient says they went for an MRI and was told they couldn't get a head MRI because they called and patient services (pss) told them patient still has scs implanted, but patient said they had it taken out "3 weeks after I had it put in". The patient was very upset because they were at MRI facility for 2 hours and then couldn't get the MRI. The patient was redirected to their healthcare provider to further address the issue. The patient said that their stimulator was put in their back and they couldn't reach it to use equipment because of its location. They took scs out 3 weeks after implant, and their current "medical doctor is the one who sent me for the MRI". The patient says that "it was working on my legs but not my back and I needed it for my back more than my legs, and the manufacturer representative (rep) told me I had a dead lead and didn't tell me anything else". The patient said "the rep lied because the healthcare provider said I didn't have a dead lead so she lied".